Event description:
It was reported that the 3rd channel of the probe for irrigation was not functional in the 3-way dufour hydrogel coated prostatic catheter. Injection and aspiration was impossible. As per the follow up information received on 26dec2023, the customer stated that it was necessary to probe and re-probe the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿biological deposits / incorrect eye dimensions ¿ a review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the 3rd channel of the probe for irrigation was not functional in the 3-way dufour hydrogel coated prostatic catheter. Injection and aspiration was impossible. As per the follow up information received on 26dec2023, the customer stated that it was necessary to probe and re-probe the patient.